Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. This report submitted (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2011. Post-operative radiographs revealed that the threaded portion of the spring drill pin had fractured and had been retained by the patient. To date, no revision procedure has been performed.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6), 2011. Post-operative radiographs revealed that the threaded portion of the spring drill pin had fractured and had been retained by the patient. To date, no revision procedure has been performed.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. (B)(4).

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6), 2011. Post-operative radiographs revealed that the threaded portion of the spring drill pin had fractured and had been retained by the patient. To date, no revision procedure has been performed.